Event description:
It was reported the patient¿s device worked well for a while. Then they had some bad spells. The patient used a catheter. Stimulation had to be readjusted. The stimulator malfunctioned and started sparking up under their rib cage. The experience was painful.

Event description:
It was reported the patient felt a pain at the implant side since her device was implanted. This occurred on the left side of the body. The patient further noted that the pain was "off and on" and was sometimes so painful that she "couldn't breathe". The patient stated that she couldn't lie on her sides due to the pain that was caused by placing pressure on her ribs. The patient also reported having to "hold her diaphragm in order to sing" and that at times walking was painful. The patient stated that "the settings didn't seem to stay for her". It was further noted that the patient would get relief initially after programming, but then "gradually, the symptoms would return and eventually, she would feel extreme nausea". The patient reported a nauseous feeling and fullness of the chest. It was noted that the implant was replaced on (B)(6)-2012. The patient stated she still had concerns with the system and that it felt like she had a "gastric band." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6) product type lead product ID 435135 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6) product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the first implant they had was shocking the patient's insides so much they could barely breathe. This began 1 to 2 years after implant. The implantable neurostimulator (ins) was explanted due to malfunction.